Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that customer experienced high blood glucose and insulin pump had motor error. The customer¿s blood glucose level was 400 mg/dl. The customer declined to returned insulin pump. Drive support cap was normal. Insulin pump has not been exposed to high magnetic field. Customer was able to successfully clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.